Manufacturer narrative:
The technician found the trend cylinders would not release. The technician replaced the trend cylinders to repair the stretcher.

Event description:
Info received indicates the bed will not go into the trendelenburg or reverse trendelenburg position.